Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned, analyzed. Analysis of the lead indicated there was an outer insulation depression. Concomitant medical products: c154dwk crt-d, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was returned with no performance allegations and subsequently tested out of specification. No patient complications have been reported as a result of this event.